Event description:
It was reported that the patient has expired approximately after implant duration of 1 month, due to unk reason. It is unk if the death was device related. No further details were provided. Info learned from implant patient registry.

Manufacturer narrative:
Device not returned.